Manufacturer narrative:
(B)(4). Returned meter and test strips (expired, incorrect strips) evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-125mg/dl fasting. Verified test strips expire 03/31/2015. Customer's test strips are being stored in her purse and opened vial date (B)(6) 2015. Customer performed a back to back blood test 303mg/dl and 294mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 303, 294, 159, 314 mg/dl. Customer was unable to see date and time on the memory of the meter, unable to obtain date and time of the results in the memory. Adverse event not reported.